Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation coverage from the scs system. As such, the patient underwent a trail procedure on (B)(6) 2018, which did not resolve the issue. Additional intervention may be pending as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2018, wherein the scs ipg was explanted due to insurance reasons. However, the patient's lead remains in place. The patient will now undergo a the drg trial as the next course of action.